Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Carevo shower trolley is intended for assisted hygiene care, especially dressing/undressing and showering of patients in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. The product is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_9gb dated on september 2014). Each of them has three positions: inner, outer and down folded. The outer position can be adjusted for more space for the patient. On 1st may 2017 arjohuntleigh was informed about the incident with carevo that occurred on 28th april 2017. It was reported by the facility that when placing a maxi move sling under a patient in a shower trolley the side rail detached and a patient fell down to the floor. As a result the resident sustained facial fracture and internal hemorrhage. The patient was being treated at (B)(6) trauma center. At the time the event occurred the side rails were lowered to outer position for more space for placing the sling under the patient. When the resident continued to roll, side panel disengaged and patient fell to the floor. A technician who arrived to the facility for device inspection received confirmation that the customer has had up-to-date instruction for use dated on september 2014 and the current version on t-drive, printed date on the bottom was 01 may 2017. Inspection revealed dirt on the panels, scratches on the side panels, damages to the plastic side panels. This however seems not influence side panels proper operation. The last preventive maintenance performed by arjohuntleigh was in january 2016. Later on the certificated expired and the device service was performed by a third party - biomed. According to the product instruction for use which is delivered together which each device: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use."[p.5] "the product is intended mainly for patients who are passive and totally dependent. To remain in a safe laying position on the carevo, the patient must have limited physical capacity to move or be able to understand and respond to instructions to remain in such a position. If the patient does not meet this description, an alternative equipment/system shall be used."[p.5] the caregiver shall be aware how to perform hygiene routines properly, without posing the patient at risk. The documents instructs also, that when side panels are raised to desire position they should lock and click into place. A caregiver should ensure that the side panels are in locked position. It is worth noting that the side supports/panels of carevo are designed to provide comfortable space and safety for the patient. Their height shall be high enough to prevent the resident from falling out, even in an outer position. The side panels were verified by the technician on site, who applied his own weight on panels in inner and outer position. The side panels maintained the weight and it was impossible to replicate the symptom reported: side panel not keeping the intended position. The technician noticed that when right side panel was raised slowly to lock into outer position, only one handle locked. The panel with one handle locked had weight applied as well. It was confirmed that the weight was held even with one handle locked. There was no issue with the device found, the side panels, even with one handle locked held the applied weight. When a side panel was move a couple millimeters up, the second handle locked in place, either. It is unknown if with one handle locked the other was unlocked accidentally by the patient or nurse, or if there were obstructions that could unlocked the side panel to down folded position. From the information collected to date, it seems that there are several factors that might together influence the event outcome: lack of a proper carefulness during rolling the patient (after the event caregivers received additional training on patient repositioning), side panel locked with one handle, accidental pull of the side panel might result in its down fold and in the consequences patient's fall to the floor. In summary, the complaint was decided to be reportable as the patient fall from shower trolley. The device was being used for patient care at the time of the incident. Upon the conducted investigation and trolley inspection done by the arjohuntleigh representative, we were able to determine that although no technical malfunction occurred that could result in patient fall, the device did not perform as intended (the device was not in accordance to the manufacturer's specification at the time of the event). It seems the user not following safety instructions and recommendations provided in product instruction for use might be the contributing factor to the event occurrence in this particular case.

Event description:
On 1st may 2017 arjohuntleigh was informed about the incident with carevo that occurred on (B)(6) 2017. It was reported by the facility that when placing a maxi move sling under a patient in a shower trolley, the side rail detached and a patient fell down to the floor. As a result, the resident sustained facial fracture and internal hemorrhage. The patient was being treated at (B)(6) center. At the time the event occurred, the side rails were lowered to outer position for more space for placing the sling under the patient. When the resident continued to roll, side panel disengaged and patient fell to the floor.